Event description:
The customer reported that static came across the monitor. The fe reported that the images were unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.